Manufacturer narrative:
Reference attached failure analysis, "2020601-2018-00012".

Event description:
Customer states, while trying to implant a endotine transbleph 3.0, device would not remain fixed. A second device was opened and it was implanted with no issue. Customer has stated that surgery was delayed for one (1) hour due to the difficulty implanting the first device.